Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen stemmed tibial component, catalog #: 00598003702, lot #: 62491600, palacos bone cement, catalog #: 00111214001, lot #: 77874369, nexgen articular surface, catalog #: 00595203012, lot #: 62545497, nexgen all polyethylene patella, catalog #: 00597206532, lot #: 62562092. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2018-00420, 3007963827-2018-00079, 0001822565-2018-02714. Product location unknown.

Event description:
It was reported that the patient was revised to address component loosening. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the radiology reports state that all alignment was satisfactory with no other issues noted. DHR was reviewed and no discrepancies relevant to the reported event were found. Per the nexgen cr, ps, cra, lps, and lcck package insert, loosening is a known potential adverse effect of this procedure. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.